Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. Conclusion: as this is a confirmed complaint, no additional testing of customer samples is required. Refer to CAPA (B)(4).

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had blood leakage between tubing and white adpater hub. The blood flows back to the patient. There was no injury or medical intervention reported.